Event description:
It was reported that during a procedure the laser system displayed an error indicative of a system malfunction. After consultation with MFR field svc engineer, the errors were unable to be cleared by the user. The system was no longer able to be utilized to complete the procedure. No further information was available. No pt injury was reported.

Manufacturer narrative:
MFR's designated serv technician was dispatched to the facility to evaluate the laser system. The svc tech could not confirm or duplicate the reported issue. The svc repair was completed and the laser was released for use.